Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable, due to a split in the usb cable from long term use. Customer used an alternate usb cable and the pump charged successfully. There was no adverse impact to customer¿s blood glucose.